Manufacturer narrative:
Device evaluation results: the device was inoperable when received, due to broken parts. The pusher block, clamp block, battery terminal and resistor strip were replaced. When tested after the parts were replaced, the pump met specifications; there were no faults or issues with the pump.

Event description:
Reportedly, the occlusion alarm did not sound during testing.